Manufacturer narrative:
¿ H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection noted that the battery charger was not included. The footswitch and battery were included. The unit had an aluminum dumbbell. A functional evaluation revealed the unit would not power up to pressurize. The unit¿s enclosures were opened and it was noted that one of the enclosure screw mounts was broken. The fuse on the printed circuit board was tested with an ohmmeter and it checked as open. A known good fuse was replaced on the printed circuit board. The pump motor continuously ran without pressurizing the unit. The solenoid valve was staying open. The complaint was confirmed and the root cause has been associated with a defective solenoid valve. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the spider tenet arm was not fixed. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.